Event description:
Acetabular revision was needed to fix a loose shell. The original shell, liner, and femoral head were taken and replaced with new components.

Manufacturer narrative:
An event regarding shell loosening involving a trident psl ha cluster 56mm was reported. The event was not confirmed. Device evaluation and results. Not performed as no device was returned. Medical evaluation not performed as no medical records were provided. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time

Event description:
Acetabular revision was needed to fix a loose shell. The original shell, liner, and femoral head were taken and replaced with new components.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information is not available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.